Manufacturer narrative:
The MFR did not received yet the devices, but it is mentioned by complainant that the devices will be provided for investigation. Other source documents (x-rays, surgical reports) were not yet provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported on (B)(6) 2014 that approximately one year ago (exact date of implant unk) a anatomical shoulder prosthesis was implanted. Then, the surgeon decided to convert the anatomical shoulder implant to an inverse sys (the reason for revision was insufficient rotator cuff resulted in dislocation of humerus) on (B)(6) 2014. During the revision, the surgeon was not able to remove the conical head from the shaft. Therefore, the surgeon had to remove and change the entire prosthesis (shaft included), he was not able to change the sys according to the surgical technique as it was primarily planned.